Event description:
On (B)(6) 2012 pt reported experiencing elevated blood glucose levels for the past 3 weeks. Pt stated she fell on (B)(6) 2012 and landed on her infusion device. Pt reported the device was not cracked or damaged. Pt stated she slipped on the step leading to her door and fell down; fall was not related to her blood glucose. Pt reported her blood glucose levels have been over 200 mg/dl. Pt's normal blood glucose range is 120-150 mg/dl. Pt stated she delivered boluses with the infusion device to correct her blood glucose level and did not require assistance or medical assistance. Pt's only symptom of hyperglycemia was a tired feeling. Pt reported no errors or alerts displayed on the infusion device. Pt is currently using her backup infusion device. On follow up call on (B)(6) 2012 pt reported her blood glucose levels have returned to normal with readings of 123 mg/dl and 140 mg/dl. Pt discarded the insulin cartridges and the infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the infusion device and infusion adapter for evaluation.